Manufacturer narrative:
The insulin pump passed all operating currents, tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit and no blank display noted. Unit received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display, battery out limit alarm and physical damage on the insulin pump. Customer's blood glucose was 403 mg/dl. Troubleshooting for the battery out limit alarm was performed. Customer advised they had a blank display. Troubleshooting for blank display was performed. Customer advised there was a crack in the top right screen in the casing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.